Manufacturer narrative:
A ge service rep performed an on site investigation. The voltage on system power supply was evaluated and readjusted. The system was tested, found to be working as intended and put back into service.

Event description:
It was reported that the system locked up attributed to the displayed communication error message. There is no report of death or serious injury.